Event description:
It was reported that during a lap cholecysectomy procedure, the clip was fired out of alignment, and the clip fell out from the target tissue after the 2nd firing when the device was used for the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). What does the clip was fired out of alignment mean? ---the clip slide at the 1st firing. Did the clip feed sideways into the jaws of the device and then they fired the clip sideways? ---yes. Did the clip fall into the patient? If so how was the clip retrieved? ---yes. All fallen clips were retrieved through a trocar. Did the retrieval of the clip alter the procedure? If so please explain. ---no. Which firing of the device did this event occur on? ---second firing. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. Did somebody other than the primary surgeon fire the instrument? --- the information was not provided from the hospital.